Event description:
It was reported that during a laparoscopic cholecystectomy the device as producing malformed clips. Another device was opened to complete the procedure. There was no pt consequence.